Event description:
.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.